Manufacturer narrative:
(B)(4). Insulin pump received with a blank display. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the insulin pump powered up normally or no blank display noted. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the insulin pump was blank display noted. No component damages during visual inspection under the microscope on the pcb 2. In conclusion, the insulin pump with a blank display suspected to be on the pcb 2. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Insulin pump had minor scratched lcd window, scratched case, cracked keypad overlay. The insulin pump p-cap / test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the screen of insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.